Event description:
General report of multiple undocumented incidences of leaking of the valve cauing clotting of an unspecified number of PICC and/or central venous access lines. The customer stated that they started noticing an increasing number of nursing visits to home care patients. When the nurse evaluated the situation, it was reported that the valves were leaking, causing the clotting of PICC or central venous lines, an unknown number of which required abbokinase to declot. No other patient harm reported.